Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
It was reported that the system was explanted due to a non-specific malfunction.